Event description:
It was reported that the ventilator failed a pre-use check test. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pre-use check failed. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the nozzle unit of o2 gas module was defective and replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.